Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 the receiver displayed errhwbbt. No additional patient or event information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and it passed. The receiver was able to be charged and rebooted. The receiver log was downloaded, hardware errors were found. The receiver case was opened and moisture damage was found. The reported event of an error icon display was confirmed. The root cause was determined to be moisture damage.